Manufacturer narrative:
In the case description, the user mentioned receiving a 21u bolus that they did not program. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files showed that the user tapped the screen to navigate to the bolus calculator screen. The user then made several adjustments to the total bolus. No carbs or bg/cgm values were entered into the bolus calculator. The logs then show that the user navigated to the bolus confirmation screen and confirmed the bolus. The total bolus that was confirmed was 21u and was manually adjusted and delivered by the user. No evidence of this 21u bolus being uncommanded were observed in the logs. The system was found to function as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that around midnight the omnipod personal diabetes manager (pdm) gave an extended bolus of 21 units of insulin which they did not program. As a result of this delivery it lowered the patient's blood glucose levels to 50 mg/dl.